Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced due to high thresholds, low impedance and an apparent fracture. It was additionally reported that the atrial lead was explanted and replaced due to low impedance, oversensing with noise, and an apparent fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.